Event description:
Renal cell carcinoma - right radical nephrectomy. Ultrasound: findings: right kidney: the right kidney measures 12.1 cm. No hydronephrosis. Solid mass in the right interpolar kidney measuring 5.3 x 4.7 x 4.8 cm. The mass demonstrates internal doppler signal consistent with vascularity. The mass is new since CT (B)(6) 2008. CT - no contrast: kidneys/ureters: 4.3 x 3.4 x 4.6 cm (ap x trv x si) heterogeneous right interpolar renal mass with endophytic extension in the renal sinus. Renal vein invasion not assessed in the absence of intravenous contrast. No perinephric invasion. 3 mm nonobstructing left upper pole nephrolith. No hydronephrosis. CT with and without contrast: kidneys/ureters: 4.9 x 4.1 x 5.1 cm enhancing right renal mass centered in the renal hilum, with areas of central hypoenhancement (possibly necrosis. No invasion into the renal vasculature. No hydronephrosis. Punctate nonobstructing left upper pole renal stone. Renal masses. // impression: 5.1 cm solid, enhancing mass centered in the right renal hilum, compatible with a renal tumor. FDA safety report ID # (B)(4).